Event description:
It was reported that the patient presented to the ER due to inappropriate shock therapy. Device was interrogated and patient was sent home. Several days later during a clinic follow-up, it was found that the right atrial lead was undersensing, which caused inappropriate shock therapy. The device was reprogrammed and remained implanted.